Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot switch was sticking. An angiojet® ultra system console was selected for a thrombectomy procedure using power pulse in an unspecified lesion/vessel. During power pulse mode inside the patient, the device continued to suck back blood and the foot pedal continued to run after releasing the pedal. The procedure was completed with this device and the patient was in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible signs of external damage. The foot switch cable passed the angiojet system functional feature test. The user interface display showed no system error on startup sequence during the testing. The foot switch cable was very functional on every stroke position during prime cycle and passed the assembly test. The unit did not confirm with the complaint. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the foot switch was sticking. An angiojet ultra system console was selected for a thrombectomy procedure using power pulse in an unspecified lesion/vessel. During power pulse mode inside the patient, the device continued to suck back blood and the foot pedal continued to run after releasing the pedal. The procedure was completed with this device and the patient was in stable condition.